Event description:
It was reported that the patient presented remotely. The patient was reported to have inappropriate automatic mode switch episodes triggered by right atrial (ra) lead noise on the atrial sense amp. Programming changes were made to address the issue. The patient was in stable condition before, during, and after the changes were made.